Event description:
Headaches, joint pain, sharp shooting pain, rash on left breast, dry nasal passages, hair loss, memory loss, severe constipation and numbness in fingers. (Report is same as 1001398).